Event description:
The customer contact reported the pt rec'd less medication than intended. On (B) (6) 2010, at an unspecified time, the device was programmed at an infusion ctr, in the continuous in ml mode, to deliver an unspecified concentration of 5fu, at a rate of 1.9 ml, a 322ml vtbi (volume to be infused), a 322 ml container size, and the delivery was started. The customer contact reported the therapy was for a duration of 7 days. On (B) (6) 2010, which was the sixth day of therapy at an unspecified time, the homecare pt returned to the infusion ctr for an unspecified reason. At that time, the customer contact reported the device display indicated 270ml had been delivered; however, 270ml remained in the container instead of the expected 50ml. The device was removed from clinical service. Therapy was resumed using a replacement device. The customer contact reported the pt was able to receive the remaining medication. There were no reported adverse pt effects and no reported delay in therapy critical for this pt. No medical interventions were provided. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing the device delivered a measured volume of 19.35 ml from an expected delivery of 20 ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (=/-5%). The device history was downloaded at the mfg facility. A review of the history indicates the device was programmed on (B) (6) 2010 at 2222, for continuous only delivery, in ml mode, with a rate of 1.9 ml per hour, a 322ml vtbi, 0ml/hr kvo, a container size of 322ml, with the air sensitivity off. At 2223, the infusion was started and stopped. At 2224, the keypad was locked at level f and the infusion was started. There was a new day stamp indicated on (B) (6) 2010, (B) (6) 2010, (B) (6) 2010, (B) (6) 2010, (B) (6) 2010, and (B) (6) 2010. At 2119, there was a low battery alarm. At 2121, the device was powered on using batteries alarm. At 2127, there was a power loss alarm. At 2241, the device was powered on using batteries. Between 2243 and 2245, this was a check cassette p alarm and the silence key was pressed three times and there was a power loss alarm. At 2247, the device was powered on using batteries. Between 2248 and 2250, there were three check cassette p alarms, the silence key was pressed three times, and the cassette is inserted. At 2256, there was a start alarm and the silence key was pressed. At 2259, the silence key was pressed and the device was powered off. At 2304, the device was powered on using batteries alarm. At 2308, the device was powered off. (B) (4)